Manufacturer narrative:
Product complaint # (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b4: b5: updated event description provided for reporting. D7 d11: additional concomitant device reported. H6: investigation summary: product was not returned and therefore, no further investigation is possible. Reviewing attached x-rays, the breakage of the nail at the distal end can be confirmed. The breakage point is located near the second screw. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: device history lot part # 04.037.922s synthes lot # h695162 supplier lot # na expiration date: 01 jul 2028 release to warehouse date: 31 jul 2018 manufactured by synthes monument no ncr's were generated during production. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate b4, b5.

Event description:
This pc is related to the (B)(4) which reports about the nail breakage at the blade part 7months after the surgery. This pc reports about the nail breakage at the distal screw part 6months after the surgery. It was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation surgery for the femoral sub trochanteric fracture with the nail in question. In the surgery, the surgeon didn¿t ream the bone and used thin nail (9mm) because the medullary cavity was narrow. The surgery was completed successfully. Six (6) weeks after the surgery, the patient started full weight bearing. Six (6) months after the surgery, x-rays were taken, and they showed that the nail was broken at the distal screw part. The surgeon followed up with the patient. The revision surgery was not performed. No further information is available. This report involves one (1) 9mm/125 deg ti cann tfna 320mm/right ¿ sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient's nail broke at the distal screw six (6) months after surgery. On (B)(6) 2020, the patient underwent the open reduction internal fixation surgery for the femoral subtrochanteric fracture with the nail. In the surgery, the surgeon did not ream the bone and used thin nail (9mm) because the medullary cavity was narrow. The surgery was completed successfully. Six (6) weeks after the surgery, the patient started full weight bearing. Six (6) months after the surgery, x-rays were taken, and showed that the nail was broken at the distal screw part. The surgeon followed up with the patient. A revision surgery was not performed. Concomitant devices reported: screws (part number unknown, lot unknown, quantity 2). This report involves one (1) 9mm/125 deg ti cann tfna 320mm/right - sterile. This is report 1 of 1 for (B)(4). This product complaint is related to (B)(4).